Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray controller board and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.